Event description:
The sales rep informed via facsimile the following information: the catheter was noted to be cracled as it was being inserting into the guide catheter. There was no pt injury.

Manufacturer narrative:
Per the account, no additional inbformation is available the product has been returned for analysis.